Event description:
Pursuant to info received from the physician, the pt was implanted with a prosthesis in her left breast on 2/27/89 and a smooth saline on 1/29/92. Subsequently, the physician noted that the left prosthesis had ruptured and had developed capsular contracture in the right breast. The physician also noted that the pt was experiencing auto-immune symptoms. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.